Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.0/1.5/071 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a shorter length lens due to excessive vault. The exchange resolved the problem. The cause of the event was reported as unknown.